Event description:
It was reported that during implantation of an intraocular lens, the physician noticed that the haptic had come off. The incision was enlarged to remove the lens and a vitrectomy was performed. Another lens was then implanted. The patient was reported to be doing fine.

Manufacturer narrative:
(B)(4). Enlarged incision. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: model #: ar40e. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
No information was provided concerning patient demographics. The device was not returned to the manufacturer. Manufacturing records were reviewed from generation to boxing were in compliance with the manufacturing instructions specifications. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿haptic damaged¿ when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.